Event description:
Intra-aortic balloon catheter placed in left femoral artery because of chest pain with documented three vessel cad about four hours after prior iab electively removed. The pt went for emergent CABG x4 on 06/01/97. In the early am on 06/03/97 blood was noted in the tubing from the catheter. The balloon catheter and sheaths were removed percutaneously because of balloon rupture. Later in the day on 06/03/97 the patient required reinsertion of another iab because of hemodynamic instability.